Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Device had cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 458 mg/dl; treated with manual injection. The customer stated she wears the device in her bra while sleeping. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.